Event description:
It was reported that during a lap colectomy procedure, the device locked out and would not fire. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that one device was returned with the handles open and anvil closed. An empty cartridge was received loaded on the device. Upon further inspection of the device, a clip was found lodged behind the knife prevening it to return completely and not permitting the anvil to open. Metal objects should be avoided as they can cause mechanical failures. In addition, another clip was found jammed between the cartridge and the anvil. A stated in the IFU: "caution: when placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws". No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were found. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.